Event description:
A talent stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was severe calcification and moderate tortuosity. It was reported that the stent graft was unable to be advanced to the intended landing zone and kinked due to the severe calcification and moderate tortuosity. The stent graft delivery system was successfully removed from the patient. The patient was not treated. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: (severe calcification and moderate tortuosity). (Graft cover kinked). (Device discarded). Evaluation: conclusion: (severe calcification and moderate tortuosity).